Event description:
Invalid result(s). When the customer performed the 2 tests correctly, the test cassettes for both tests showed nothing next to the t-line and nothing next to the c-line. The customer had thrown away both test cassettes in question.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4129005 were reviewed. After reviewing the DHR of the lot cov5029004, was determined that the issue is not present on any other product and the product was considered acceptable. According to the records reviewed, there are no ncmrs associated with this lot. No issues have been detected in the manufacturing process and quality control inspection, and the manufacturing process complies with the sop. Thirteen retention samples were tested with positive control by following the finished product release procedure and the sampling plan. All samples meet qc specifications, and no defects were observed. Five retention samples were tested with health donor swabs. All samples showed correct results. Based on the retention sample test results, the customer's complaint can't be confirmed the following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - added "device evaluation" and "additional information." H3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). When the customer performed the 2 tests correctly, the test cassettes for both tests showed nothing next to the t-line and nothing next to the c-line. The customer had thrown away both test cassettes in question.